Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bottle columbia cna agar bbl 500g to prepare media plates for gram positive bacteria isolation, there was unexpected gram negative serratia growth on the plates. No patient or user impact reported.

Manufacturer narrative:
Investigation summary - this memo is to summarize findings on your complaint related to bottle columbia cna agar bbl 500g, catalog number 212104, batch 4057128 and complaint # (B)(4) for performance issue. Components are milled and blended (where required) and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history record. The batch history record review indicated no discrepancies. All release testing was satisfactory. Release testing consists of powder appearance, solubility, prepared blood plate appearance, ph, and growth promotion with organisms specified on the bd certificate of analysis. The complaint trends were reviewed for a period covering 12 months. During that time, there have been no confirmed complaints on this product. Retention testing is not required as bd does not make claims for the organism in question. No photos or returns were available for investigation. The complaint states that the batch is growing serratia which is a gram-negative bacterium. Bd does not make claims to growth of serratia and has no historical data of serratia growth on columbia cna agar therefore, no further investigation was performed. Columbia cna agar is meant for the isolation of gram-positive organisms, however, it may or may not completely inhibit gram-negative organisms. For example, on our coa proteus mirabilis, a gram-negative bacterium, is allowed partial to complete inhibition. During testing of the complaint batch, this organism was completely inhibited at release. Partial to complete inhibition is typically determined by a reduced growth compared to a non-selective media such as tsa. This complaint cannot be confirmed. Bd will continue to trend performance complaints on dcm products. If you have further questions, please contact bd technical services.

Event description:
It was reported after using bottle columbia cna agar bbl 500g to prepare media plates for gram positive bacteria isolation, there was unexpected gram negative serratia growth on the plates. No patient or user impact reported.